Event description:
Note: date of event is unknown. According to the complainant, "wire would not insert into catheter". Although it was reported that "permanent impairment of a body" occurred, this information cannot be confirmed. There is no further information regarding this event.

Manufacturer narrative:
A device history review was performed and revealed no related issues to this complaint. A similar complaint review was performed and found one other complaint against lot number 9613378 for the issue from the same customer. The product was not returned for analysis, if the product is returned at a later date, and if there is any further, relevant information, a supplemental med watch will be submitted.